Event description:
Same case as 6000093-2007-0041. It was reported by a consumer that "shortly after his first te2 was placed, it became clogged 100%. The second te2 was placed over the top of the first, in addition to 2 cordis stents placed in other locations. Since then he was a lot of problems and a lot of chest pain. He is on plavix and is bruised all over from head to toe. Consumer is unable to work at the current time, and a nuclear stress test is scheduled." A taxus express2 2.50x16mm drug eluting stent (des) was used during the initial procedure and an unspecified taxus express2 des was used during the re-intervention procedure. The physician who performed a diagnostic catheterization procedure four months after the initial procedure reported that "all of the pt's vessels were patent." However, this physician could not provide any additional info as he was not involved during the procedures that this pt is reporting about. Further info has been requested from the pt's primary cardiologist but none has been received as of the date of this report.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.